Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss after sustaining a head trauma (date not reported). The device has not been made available for analysis as of the date of this report, october 7, 2015.